Manufacturer narrative:
The customer service representative advised the customer to perform troubleshooting procedures including syringe, valve, and correct ict module installation checks. The customer performed the recommended procedures but was unable to determine a single part the likely cause of the elevated sodium results therefore, the architect c8000 processing module serial number (B)(6) was considered the likely cause. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The instrument service history revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the architect c8000 processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result generated on the architect c8000 processing module for one sample. The following example results were provided: (lab range for sodium = 135 - 145 mmol/l). Initial result = 160 mmol/l, repeat result = 147 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result generated on the architect c8000 processing module for one sample. The following example results were provided: (lab range for sodium = 135 - 145 mmol/l), initial result = 160 mmol/l, repeat result = 147 mmol/l, no impact to patient management was reported.